Event description:
A nurse reported a pt who experienced anisometropia following an intraocular lens implant surgery. The lens was exchanged for another lens model. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and the documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).